Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular fibrillation (vf). The patient received seven appropriate shocks with six of those failing to convert and the seventh one successfully converting. Additionally, a second vf episode was converted with the second shock. The patient will continue to be monitored and possible medical therapy to reduce defibrillation threshold will be considered. This device remains in service. No additional adverse patient effects were reported.